Event description:
It was reported that during a lar procedure, during re-anastamosis of the bowel,the device failed to fire. No audible crunch was heard. The bowel had to be removed, and caused the patient to require a permanent colostomy. It is reported that the patient is in stable condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.